Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experiencing unexpected refractive post operative surprise manifest refractive spherical equivalent treatment value was more than one diopter in the left eye of the patient after lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event system was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows four successfully performed treatments on that day. The logfile shows that the reported treatment left eye was performed successfully with two interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The image on the treatment report shows a gel- or bubble-like formation at the nine o'clock position, that is particularly prominent on the image showing ninety percent progress of the treatment. However, the treatment report image does not allow to further determine what's the substance of the formation and what's its origin and what specific impact it had on the applied laser treatment. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).